Event description:
Covidien received info stating that an 840 ventilator had a faulty breath delivery alarm. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the breath delivery alarm. Covidien was not authorized to service the device.